Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, output anomaly and crosstalk were observed. The device was not implanted.

Manufacturer narrative:
The reported field event of crosstalk could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment; no noise or crosstalk was observed. The cause of the reported field events could not be conclusively determined.

Event description:
Clarification of event: it was reported that during implant, crosstalk was observed. The device was not implanted.